Manufacturer narrative:
Submit date: 05/13/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports cracked catheter hub.

Manufacturer narrative:
This event will be addressed through a formal corrective and preventative action and no further action is required. New/additional information in section h 10: a device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Consequently, it was not possible to evaluate it as part of a comprehensive failure investigation. No probable cause was identified; therefore the reported condition is not confirmed. No trends or triggers have been found. Therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports cracked catheter hub.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. This event will be addressed through a formal corrective and preventative action and no further action is required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.